Event description:
Pt underwent surgery appendectomy. At end of surgery staple line intact. Pt developed bleeding, returned to surgery (B)(6) 2012. Md concerned there may be a problem with the endo gia stapler. The anastomotic suture line had come apart. Pt did well following procedure and was discharged on (B)(6) 2012.